Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head cat#00801803601 lot#62374415, zimmer stem cat#00784301582 lot#60512873, zimmer liner cat#00630505636 lot#62379571, zimmer cup cat#00620205622 lot# 62196365. Reported event was confirmed with x rays provided. Review of the available records identified the following : there was minimal radiolucency at the cement hardware interface of the proximal femur suggesting early loosening. Extensive heterotopic ossification within the surrounding soft tissues of right hip and mild osteopenia were noted. No other abnormalities were observed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00395.

Event description:
It was reported that the patient underwent right hip revision approximately six years post initial surgery due to pseudotumor and a large amount of fluid. The patient had a pronounced limp. Surgery confirmed a large amount of fluid in joint. All the muscle attachments surrounding the proximal femur and part of the vastus lateralis were also damaged. The head and liner were revised. No further event information available at the time of this report.